Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a guide wire tip detachment occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the totally occluded mildly tortuous and severely calcified tibialis anterior distal artery. A 185cm pt2 guide wire was advanced and at the stenosis the guide wire looped. The device was removed and during withdrawal significant resistance was encountered. Under fluoroscopy, it was noted that the approximately 1 cm of the guide wire tip detached and remains in front of the occlusion of the vessel. The procedure was not completed due to this event. No patient complications were reported and the patient is scheduled for a bypass procedure in 6-8 weeks.

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a guide wire tip detachment occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the totally occluded mildly tortuous and severely calcified tibialis anterior distal artery. A 185cm pt2 guide wire was advanced and at the stenosis the guide wire looped. The device was removed and during withdrawal significant resistance was encountered. Under fluoroscopy it was noted that the approximately 1 cm of the guide wire tip detached and remains in front of the occlusion of the vessel. The procedure was not completed due to this event. No patient complications were reported and the patient is scheduled for a bypass procedure in 6-8 weeks.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Visual, tactile microscopic and sem analysis of the returned device revealed a damaged poly tip and approximately 2 cm of poly tip is missing. All dimensional measurements are within specifications. The guide wire presents a fracture approximately 298 cm from the proximal end. Sem analysis revealed that the fracture occurred due to a combination of bending and tensional overloads. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).